Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection.

Manufacturer narrative:
Per the tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.